Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified the patient underwent surgical intervention and the scs ipg was replaced with a new one.

Event description:
It was reported the patient's scs patient controller (pc) was displaying ¿replace generator soon" message. Follow up indicated the patient's scs ipg battery could be prematurely depleting. Consequently, surgical intervention may be necessary to replace the patient's scs ipg.